Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and after pre-dilatation, four xience v stents were deployed (2.5 x 23 mm, 3.0 x 28 mm, 3.0 x 18 mm and 3.0 x 8 mm) treat the distal rca, which had in-stent restenosis of an unknown metallic stent. Subsequently, after the procedure, the patient experienced a non q-wave myocardial infarction (mi), sub acute stent thrombosis (sat), and continued to complain about chest pain. The patient was sent for additional percutaneous transluminal coronary angioplasty (ptca) for treatment of the sat. EKG and cardiac enzymes, at the time, were negative. The clinical evaluation committee adjudication determined that this was a non q-wave mi. No additional event or patient information is available.

Manufacturer narrative:
Angina, mi, and thrombosis, in the IFU are known adverse events and these effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complication. It is possible the angina and mi are secondary effects of the thrombosis. The stent was used to treat isr in a metallic stent, the IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with previously stented lesions and in-stent restenosis. A conclusive cause for the effects and the relationship to the product, if any, cannot be determined. The other three xience v stents mentioned are each being reported under their own MFR #.